Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle leads. Upn: m365sc8336500. Model: sc-8336-50. Serial: (B)(6). Batch: 7089165. UDI: (B)(4).

Event description:
It was reported that the patient experienced bladder issues and leg weakness after permanent implant. Stimulation was turned off to see if symptoms resolve, however, the symptoms persisted. The patient underwent a spinal cord stimulator (scs) system explant procedure and there were still no changes in the bladder issues post-operation. The explanted device components were discarded by the medical facility.